Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead exhibited noise oversensing which resulted in pacing inhibition and high capture threshold. The rv lead was explanted and replaced. The patient was stable.